Event description:
Adverse event(s): "no pt harm/injury" (no consequences or impact to pt). Product problem(s): "system message displayed." (Device displays error message); "leakage between the cassette and fluidics module." (Fluid leak). A surgeon reported receiving a system message during the fluid/air exchange after vocal confirmation. There was a leakage between the cassette and the fluidics module. The system was rebooted, and without the intraocular pressure (iop) control, the vitrectomy procedure was completed. The surgeon checked the bag and the absence of purge at the end of the case and they were fine. There was no pt harm reported.

Manufacturer narrative:
Samples will be returned for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).